Event description:
The pic line was inserted easily, however, when saline was flushed into the line, saline was seen to exit the line approximately 6 cm from the hub. On femoral, a hole was seen. A second line was inserted with the same fault. A third line was then inserted which was satisfactory, however, the pt developed mechanical phlebitis due to repeated cannulations. Pt's conditon: statisfactory mechanical thromophlebitis, resolved in 24 - 48 hours.